Event description:
It was reported that in 2009 during an afib procedure, a cardiac tamponade had occurred. The blockenbrough was performed, and then the mapping was performed using the carto system for creating the 3d map. After performing, the ablations four times towards the lspv, the physician noticed that the pt blood pressure was decreasing therefore, he performed echo and found that a cardiac tamponade had occurred. It happened, more than two hours after the blockenbrough procedure. The physician then drained the pt's blood twice with a 50ml syringe, followed by medication. As a result, the pt's blood pressure was stabilized. The product was discarded and it will not be returned to bwi for analysis. The pt was released from the hospital five days later.